Manufacturer narrative:
Multiple attempts have been made to obtain additional information including, patient specifics and product identifiers. To date this information has not been provided. Instructions have been provided to the patient's doctor on how to request a sample for reactivity testing. To date a formal request has not been received. Without a lot number a review of the manufacturing records is not possible. Based on the information available at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: on (B)(6) 2015 - the patient was implanted with a bard/davol 3dmax mesh. The patient developed hives during the case and has had them on and off since.